Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified; delamination on diaphrams valve dish shell and plug strap disk shell. Leak test and microscopic analysis was performed which identified: delamination on diaphrams valve dish shell and delamination on plug strap disk shell. Based on the device analysis the final assessment is: a delamination total separation of the diaphrams valve dish shell (cohesive failure) a delamination total separation of the plug strap disk shell (cohesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted.